Event description:
I used renu moisture loc contact lens satine solution from 01/19/05 - 07/20/05. I had severe eye pain and went to the eye dr and cornea specialist numerous times. My dr's couldn't figure out what was wrong. I had multiple lesions on my cornea decreased vision extreme paint and sensetivity to light. I was never diagnosed but now felt that the solution was the reason. I had these issues. Event did not abate after use stopped.